Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822536l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 60-year-old patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During at procedure when mapping was started after insertion into the left atrium (la), there was a considerable noise in the whole system. Therefore, reconnection and replacement of the cable were performed, but the issue was not resolved. The issue was resolved by changing the catheter to another one. Cardiac tamponade occurred during the procedure. Drainage was performed, and the blood drainage was confirmed by the echo, the procedure was completed. Blood pressure also returned, and the patient was placed under observation. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15cc. The physician's opinions on the relationship between the event and the product: the issue may have been occurred during ablation. No abnormalities were observed prior to use or during of the product. No medical history including disease, and treatment history. Pericardial effusion was confirmed after the procedure. The physician's opinions on the relationship between the event and the product: I did not investigate at what stage the myocardium was damaged. No abnormalities were observed prior to or during use of the product. The adverse event was discovered post use of biosense webster products. The physician said that he didn't know at what stage of damage to the myocardium. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. It is unknown what phase the event occurred because it was discovered after the case. Force visualization features used were real time graph; dashboard; vector and visitag with no additional filter used with the visitag and tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 24-oct-2022, bwi received additional information regarding the event. It is unknown when the event occurred because it was discovered after the case. Real time graph; dashboard; vector; visitag force visualization features were used. No additional filter was used with the visitag. Tag index color option was used prospectively. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).